Manufacturer narrative:
Conclusion not yet available-evaluation in progress

Event description:
It was reported that the tip broke.

Manufacturer narrative:
The anchor has broken approximately mid-point of its length and is missing one thread. The broken thread was not returned. The anchor is also slightly pulled off of the inserter tip. Dimensional analysis found the anchor met print specifications. With the limited clinical details provided regarding patient bone quality and site preparation we are unable to determine a root cause. A complaint history review identified no additional complaints for this manufactured lot. Device history review confirmed no abnormalities were reported with this product during manufacture. Analysis is inconclusive.